Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements. An invasive procedure was performed and it was determined the df- distal connection was loose. The set screw was secured to the terminal pin which resolved the high out of range measurements. No additional adverse patient effects were reported.